Event description:
A user facility reported that an intraocular lens (iol) wouldn't unfold. The lens had to be cut out and a vitrectomy performed. Add'l info has been requested.

Event description:
Additional information provided by the reporting surgeon indicates the posterior capsule tore requiring a vitrectomy to be performed. The intraocular lens was removed and the replacement lens was placed in the sulcus. The surgeon reports there was a crack in the lens which she feels may have caused visual impairment if it had remained implanted.